Event description:
During an ECMO procedure, air was delivered to a patient (venous cannulation) due to a ruptured tubing segment. The disposable tubing set was not a cobe product. The perfusion system bubble detector was not used due to false alarm problems prior to this procedure.